Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from february 7, 2020 - february 8, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted, that the photograph showed a white particle that resembled a drug precipitate located inside the tubing line of the folfusor device. Drug precipitate can potentially cause a blockage of the fluid path inside the tubing line, and result in no flow. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received, for evaluation containing 169 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye, noted white drug precipitate located inside the tubing line. No evidence of fluid flow was observed, coming out at the distal end of the flow restrictor. Force prime was attempted to revive flow, but flow was not observed. Drug precipitate inside the tubing line had blocked the fluid path. Inspection on the flow restrictor also noted, drug precipitate blocking the fluid path at the distal end of the capillary glass. The capillary glass is located inside the flow restrictor. The drug precipitate came from the drug that was filled in the infusor device. Drug precipitate is not a particulate matter that came from the infusor device. Particulate matter was not verified. However; the flow issue was verified. The cause of the flow problem was, due to the drug precipitate blocking the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was two areas of white precipitate in the line of a large volume infusor which resulted in no flow during patient infusion. The device had been filled with dinutuximab beta 35.1ml in 240ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.